Event description:
It was reported that the device gave one defibrillation shock to a pt during a code and turned off. Pt outcome is unk and no further info regarding the incident was provided.

Manufacturer narrative:
Physio-control evaluated the device with the installed battery and found no failure. The device internal memory of the code was cleared due to several tests conducted by the customer after the event. Physio confirmed proper device operation through functional and performance testing before returning the device to the customer for use. Several attempts to reach reporter via phone calls and a written letter for incident details have been unsuccessful.